Manufacturer narrative:
The following sections in this report is incompleted due to the limited information of the adverse event that was reported to iridex: section a: patient information. Section e: initial reporter. Iridex is currently investigating the complaint and has reached out to the complainant to gather more information of the reported adverse event.

Event description:
An adverse event was reported to iridex of a patient experiencing conjunctival burns while being treated with the micropulse p3 probe delivery device and the cyclo g6 laser system. It was reported that a probe malfunction caused the conjunctival burns. The user switched to a new probe and was able to complete the procedure without further incident reported. No other additional information was provided to iridex about the adverse event, including the specific device malfunction was not reported. Given the limited information reported to iridex it is currently unknown how device performance may have caused or contributed to the conjunctival burns. Iridex is currently investigating the complaint and has contacted the complainant to gather more information.